Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 234-235 mg/dl. Customer declined to further troubleshoot with tandem technical support and no additional information was provided.